Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "suspected disconnection" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: electrical contacts corroded, free-lock lever corroded, scope mount corroded, cable burnt and punctured and main body water ingress (lens). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer complaint is not detected and for the investing findings are traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a suspected disconnection. The issue occurred during service maintenance. There was no patient involvement.